Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that that this right atrial (ra) lead showed failure to capture two days after initial implantation. A chest x-ray confirmed a dislodgment. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.